Manufacturer narrative:
Correction: should have been selected as only adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-09-08. The hcp reported that the cause of the blood clot in the spine was surgery. The hcp reported that a laminectomy with evacuation was done to resolve the blood clot in the spine. The hcp reported that the blood clot in the spine was resolved. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient reported that the everything was removed (B)(6) 2016 as the patient developed a blood clot in the spine where the implant was located. The caller stated that they are disappointed with the device. The caller stated that the manufacturer's representative (rep) was the person going to do programming of the device, but did not hear their back from them after the device was removed. No further complications were reported or anticipated. No device allegations were made.